Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. The technical support specialist checked the station datasync debug log and confirmed that the station is communicating with the server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station continually goes into disconnected mode. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.